Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 71 mg/dl, and the meter bg reading was 1000 mg/dl. As a result of the inaccurate cgm, the customer was admitted to the intensive care unit (ICU) and required a heart catheterization. Customer was treated with intravenous fluids of saline and insulin and was released from the ICU on (B)(6) 2021 with no permanent damage and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.